Event description:
While using the mitek vapor during a shoulder arthroscopy, the vapor electrode sparked and the probe/vapor portion looked burned. The depuy rep was present and acquired a new vapor to complete the surgery. No injury to pt. Rep contact: (B)(4).